Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that they experienced high blood glucose of 400 mg/dl and insulin pump had motor error. The customer mention other relevant blood glucose level of 180 mg/dl. The customer was treated with syringe for high blood glucose level. Customer reports they are unsure if the drive support cap was protruded, loose, sticking out or flush. The customer did not report motor position encoder alarm. The customer stated that they were not able to rewind the insulin pump. Troubleshooting was declined by the customer for high blood glucose level. Advised the pump will need to be replaced. Advised to discontinue use of the pump and revert to a back-up plan. The insulin pump will be returned for analysis.

Manufacturer narrative:
Device alarmed failed battery test due to corroded battery tube. Unable to perform rewind test, basic occlusion test, occlusion test, prime test, excessive no delivery test and displacement test or verify motor error alarm no delivery alarm due to failed battery test alarm. Motor passed motor test.